Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed error message indicating that take data restart. A technical support specialist (tss) dialed into the station then checked the logs and event viewer on command shell then confirmed no issues. Further the tss found the issue related to time server synchronization after customer reboot the station synchronized with the time server issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that the bd pyxis¿ anesthesia station es showed error message indicating that take data restart. The customer reported that the issue might occurred during a case and took 5to7 minutes to do a complete restart the system. There were no adverse events or injuries reported based on this event.